Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose ranged from 380-400 mg/dl. Customer went to the emergency room, was treated with migraine medication and two bags of unspecified fluids, and was released five and a half hours later in stable condition and blood glucose of 350 mg/dl. Customer reported using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. Customer changed pump supplies and was able to resume insulin delivery. Multiple attempts were made by tandem technical support to confirm what type of fluids the customer received; however, no response from the customer was received.